Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the surgeon advanced the injector, the lens got folded and stucked to the side of the injector. The plunger was still advancing all the way out of the injector. Additional information has been received and stated the lens was stucked on the side of the cartridge, surgeon realized as he already mounted the end of the cartridge in the eye's incision site and the plunger of the injector came out without the lens. New lens was opened and implanted.